Event description:
It was reported that during an unk procedure, the device's tissue pad fell off during use, but did not fall into the pt. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 03/31/2009. Eval summary: the device was returned with the tissue pad missing. As the tissue pad was not returned, further eval could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Howver, a corrective and preventive action has been initiated to address this issue. The batch history records were reviewed with no anomalies noted during the mfg process.